Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported "pt is receiving freestyle libre sensors for diabetic testing, sensors should last 14 days. Per pt only lasting 6-10 most of the time I have observed pt placing sensor and method used is correct". There was no report of self-treatment or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.